Event description:
Blood tubing primed and put on ivac. After 10 mins blood noted to be dripping on floor. Small leak noted top of tubing that connects to cassette and the pt. Blood set up taken down and sent to management.